Manufacturer narrative:
The returned implant was confirmed to have disassembled. Retention feature failures of this nature have previously been attributed to clinicians overturning the impaction knob, loosening the implant from the peek cartridge as well as off-axis applied forces upon insertion. However, since the cartridge screw was not returned, and without intra-op images, the exact cause cannot be conclusively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that during surgery, upon introduction into the disc space, the implant dislodged from the inserter prematurely and disassembled. Another implant was successfully implanted in its place. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to the manufacturer yet. Waiting for product return to proceed to the evaluation. The review of the device history records and traceability did not reveal any non-initial to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : disassembled during insertion. According to the reporter: surgeon started to insert the disc in the patient and the top plate fell off while inserting the disc. He used the back up implant and did the exact same insertion method as he always does and had no issue. No harm to the patient. Delay 10 min. Additional information provided on 10 and 15 january 2019 : patient is recovering well; level of the surgery : c5/c6; depth stop adjustment was set initially at zero; implant properly loaded on the inserter. Disc space was under distraction during insertion. Surgeon did not encounter resistance while inserting prosthesis. Prosthesis was not inserted with an angle or a rotation. No difference in surgical steps between the first and the second implant. No per-op images. Surgeon did not use the mobi-c no touch level. Surgeon used the mobi-c distraction forceps.